Event description:
Additional information received from the manufacturing representative reported that based on testing and changing the parameters they think that the most likely cause of the stimulation loss was the lead not touching the dura anymore when the patient made certain movements.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that when the patient touches the skin at the implant pocket or when they lay down, they feel no stimulation while the ins is on. Sometimes the patient feels stimulation very strong, almost like a shocking sensation. The ins was programmed with active adaptivestim (as). It was noted that during implant, there was no impedance problem identified or reported. Troubleshooting was performed. The manufacturer representative interrogated the ins with the tablet and checked if the ins would switch off and on again depending on the body position, this was not the case. With the tablet the manufacturer representative could not find any reason for these sensations. To prevent the patient from the unpleasant feelings from the stimulation starting again all of a sudden the patient as told to turn down the amplitude to a very low level. There were no external contributing factors, but the patient described that the lowest rib was rubbing over the ins, when they lean forward for example when ¿closing taking on and closing the shoes.¿ no cause determined yet. The patient will see the health care provider (hcp) in the next weeks for determination, and x-ray. Until then, the hcp was expecting that the situation will improve over time. No further complications were reported or anticipated.